Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections have been updated as follows: b2 (outcome added), b5 (additional information added), g6, h2, and h6 (health effect impact code added).

Event description:
On post operative day 15, the patient expired due to the annular rupture.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (moderate valve calcification) in addition to factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards' affiliate in japan, 4 days after a transfemoral transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia valve into a native valve with moderate calcification, an annular rupture occurred, necessitating valve explantation and a bentall procedure on postoperative day 5. The patient was then monitored in the ICU with extracorporeal membrane oxygenation (ECMO) and intraaortic balloon pumping (iabp).